Event description:
It was reported, the instruments were used as a part of their t2 femur set. The reduction spoon, which was attached to the universal rod, broke when the operator tried to perform a reduction on a femur fracture. The operator used a bend guide wire to remove the broken spoon from the medullar channel.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.